Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was deflated in the as-returned condition. The stent was returned separately in a plastic beaker. Few stent struts are deformed at one end and in its center. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the stent was initially crimped between the two radiopaque markers. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU warns against re-insertion if the stent system was removed prior to expansion.

Event description:
The orsiro drug-eluting stent system was selected for use. After pre-dilatation the orsiro could not cross the lesion. Thus the device was removed from the patients body. Upon another balloon dilatation the orsiro was re-inserted and delivered through a guideplus and inflated for three times. After withdrawal it was noticed that the stent has completely dislodged from the balloon.